Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy. The device was unable to fire over normal tissue. The violet 45 charger remained blocked prior to stapling the bronchus. The jaws of the device locked on the tissue and the surgeon had to open the jaws and change the reload. The cause was completed by using a new reload and handle. There was no patient injury.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy. The device was unable to fire. The violet 45 charger remained blocked prior to stapling the bronchus. The jaws of the device locked on the tissue and the surgeon had to open the jaws and change the reload. The cause was completed by using a new reload and handle. Patient status is alive, no injury.